Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-adapters. Upn: m365sc9218150. Model: sc-9218-15. Serial: (B)(4). Batch: 7071594.

Event description:
It was reported that the patient was experiencing overstimulation due to microfracture from the leads which was confirmed via x-ray. It was noted that the patient has a non-boston scientific leads.

Event description:
It was reported that the patient was experiencing overstimulation due to microfracture from the leads which was confirmed via x-ray. It was noted that the patient has a non-boston scientific lead. Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced, and the adapter was explanted. It was noted that there are no microfracture and high impedances present on the adapter. The patient was doing well postoperatively, and the explanted adapter was kept by the medical facility.

Manufacturer narrative:
Sc-1160 sn: (B)(4). The returned ipg was analyzed and passed visual inspection. The ipg was able to be fully charged in one four-hour charge cycle. With all the available information, boston scientific concludes the reported event was not confirmed. A full analysis was not able to be performed due to the electrocautery damage to the ipg. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. The ipg is most likely damaged by electrocautery during the explant procedure. The damage to the ipg is a result of a typical explant procedure and it is not considered a failure. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 372402.

Event description:
It was reported that the patient was experiencing overstimulation due to microfracture from the leads which was confirmed via x-ray. It was noted that the patient has a non-boston scientific lead. Additional information was received that the patient experienced pain. The patient underwent a revision procedure wherein the ipg was replaced, and the adapter was explanted. It was noted that there were no microfracture present on the adapter. The patient was doing well postoperatively, and the explanted adapter was kept by the medical facility.